Event description:
Additional information was received. It was reported that navigation was also aborted. The patient did not experience any symptoms related to the reported event. The surgery that was performed was a posterior lumbar fusion. There was a surgical delay of 30 minutes during the troubleshooting process.

Manufacturer narrative:
H2: additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) multiple annex a codes were applied to capture this event. A0908 captures the navigation inaccuracy while a0512 captures the joint shift. H3, h6) the system was serviced in the field. In summary, the unit had a joint error after shutdown and an accuracy test was performed and the unit failed. A new arm was placed and the system then performed as intended. Codes b01, c07, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6), ubd: UDI#: (B)(4). H6) the arm was returned and is pending analysis completion. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being intraoperatively. It was reported that a fatal joint error at 2 with shift detected occurred. Following this error, navigation accuracy was approximately 1.5 inches off, and use of the guidance system was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A1 correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.